Event description:
The patient has passed away. Exact cause of death is unknown at this time. Reporter indicated that the ncp system is not related to the cause of death, and that the patient had other medical problems. An autospy was performed. The patient was seen by the physician approximately one week prior to the patient's death. There is no evidence at this time that the ncp system caused or contributed to the reported event.